Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: the tibial alignment ankle clamp fractured at the base. The device was manufactured to revision g of the product drawing. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors. -device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp broke at the yoke from multiple overload conditions during use. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.

Event description:
When dr. Picked up a clamp, the clamp broke to two pieces. Dr. Continued operation without fixing a patient's ankle.

Event description:
When dr. Picked up a clamp, the clamp broke to two pieces. Dr. Continued operation without fixing a patient's ankle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.